Event description:
It was reported that during testing conducted at the user facility screws were found to be missing. No adverse consequences or procedural delays were reported with this event.

Event description:
It was reported that during testing conducted at the user facility screws were found to be missing. No adverse consequences or procedural delays were reported with this event.